Manufacturer narrative:
((B)(4)). Inovent (B)(4) is under investigation. A supplemental report will be submitted within 30 days of completion of investigation.

Event description:
Injector module failure [device issue]. Unauthorized use of inovent device by untrained staff [device misuse] cardiopulmonary arrest [cardio-respiratory arrest]. Oxygen saturation decreased [oxygen saturation decreased]. Bradycardia [bradycardia). Case description: this initial device case report was received on 21-nov-2014 by lkaria from our (B)(6) affiliate's designated hospital support contractor. It was reported that inovent (B)(4)experienced an injector module failure with no (nitric oxide) measuring smaller than the set dose. During discussions regarding the device issue, it was revealed that the patient had passed away while on the device. Additional info received on 03-dec-2014, 08-dec-2014 and 17-dec-2014 is included in this report. Relevant medical history/co-morbidities: very critical (very, very ill), "already far off', congenital diaphragmatic hernia, "hppn" (interpreted as persistent pulmonary hypertension of the newborn [pphn]). No apgar score or information about the mother's history or delivery was provided. Mechanical ventilation included a conventional mechanical ventilator (cmv) and a high frequency oscillatory ventilator [hfov (baby log 8000 plus drager medical ventilator)] relevant concomitant medication: not provided. A male neonate with congenital diaphragmatic hernia and persistent pulmonary hypertension was born on (B)(6) 2014 and weighed (B)(6). He was in very critical condition (not specified) and was being treated at a facility in (B)(6), the patient was attached to a hfov-baby log 8000 plus drager medical ventilator, with a fio2 set at 100%, frequency at 10, amplitude at 4, and servo pressure at 12 with peep (positive end expiratory pressure) at 10 cmh2o. Other monitored values included peak inspiratory pressure (pip) at 30 cm h2o and a mean airway pressure (map) at 13 cm h2o. Our (B)(6) affiliate's designated hospital support contractor had demonstrated the inovent device ((B)(4)), a fully functional device, at the facility and the device had been left at the facility for future demonstrations. The medical staff had not received formal training and since the hospital staff was not authorized to use the device, it was not set up with a full set of disposables. Nonetheless, the medical team decided to use inovent (B)(4) to see if inomax would help this critically ill patient, who had persistent pulmonary hypertension of the newborn (pphn) and was "already far off'. Inomax was started on (B)(6) 2014 at 20:00 at 20 parts per million (ppm) and then the dose was subsequently increased to 40 ppm due to a poor response (nos). Two hours after the inomax dose was increased, it was observed that the patient improved clinically and that his oxygen saturation had increased (values not specified). On (B)(6) 2014, at 22:45, the inovent was "set in place" and "in good condition". At 03:19 the next day, (B)(6) 2014, following the increase of an unspecified ventilator parameter, a high priority alarm was reported with inovent (B)(4) with the following findings: "module fault injector"; explaining that the monitored "nitric oxide" dose was zero." The patient was manually ventilated with the inoblender ("the manual operation system") and then, just a few minutes later, he was taken off the inoblender due to the need for high-frequency ventilation. Even though the ventilator fio2 was set at 100%, after the device issue, pao2 dropped to 30 mmhg (baseline: 50 mmhg), pulse oximetry (pulse ox) dropped to 43% (baseline: 85%) and the patient's heart rate dropped to 50 and then to 40 (baseline:150). At 03:25, the medical staff contacted our (B)(6) affiliate's designated hospital support contractor and reported a need for another device as, "the patient's vital signs were declining to critical levels". The events of hypoxia and bradycardia did not resolve. The patient experienced a cardiorespiratory arrest at 05:40. Despite cardiopulmonary resuscitation and the use of unspecified inotropic agents, the patient expired at 06:00 while on the device; but with no inomax being delivered. An autopsy was not performed. The designated hospital support contractor arrived with a replacement device at 06:20 and lkaria technical support (ts) confirmed the failure by reviewing and troubleshooting the reported device issue, injector module failure, with the contractor. Inovent (B)(4) was returned to a service center designated by lkaria's affiliate in (B)(6) for service evaluation. According to our (B)(6) affiliate's designated hospital support contractor, the patient's death was not due to the failure, the device or the drug. The contractor was told that the patient was very ill and "already far off'. Case comment: 18-dec-2014: this is a post-marketing device case reporting device issue of injector module failure. The manufacturer considers oxygen desaturation and bradycardia as possibly related to the device as the events occurred as a result of no delivery interruption due to device-related issue. However, the user was not authorized to use the device, and the hospital was not set up with a full set of disposables including injector modules. Additionally, the function of injector module is highly likely impacted/impaired by the high frequency ventilator in this case. Furthermore, the patient's comorbidities offer alternative explanation for the death of this critically ill patient. Device investigation summary is pending for complete assessment.